Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no know allegation from a health care professional that suggest the death was related to the device. It was reported that the cause of death is unknown. No further information was available.

Manufacturer narrative:
Final analysis found, device eri flag triggered during explant most likely due to cold temperature exposure. Cleared eri flag and mechanical stress testing was performed. All electrical tests performed, including mechanical stress testing, indicated that the device exhibited normal device characteristics.